Event description:
The patellar tracking unit was placed on the pt and, when turned on, emitted a shock to the pt that continued until the unit was turned off. Another aide and a physical therapist also tried the unit with the same results. The unit was discontinued and another treatment was employed in its place. The pt reported no lasting effects.